Event description:
On 4/30/2024, it was reported by an arthrex employee via sems-06553791 that an ar-6480 dw arthroscopy pump was not pulling suction from the shaver attachment. To troubleshoot, the customer confirmed that the tubing had been correctly switched out and the system had been rebooted with no success. Then, during the initial troubleshooting process, the customer stated that the problem had resolved itself and the customer no longer needed assistance. The customer did not mention what resolved the issue. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.